Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump the customer states the pump alarmed for no delivery. The customer states they had issues with multiple sets not working. The customer states that insulin would not push through the sets. The customer's blood glucose level at the time of incident was 600mg/dl. The customer treated the highs with insulin shots. The customer states the alarm was resolved by changing complete infusion set and reservoir. The customer was advised of possible occlusion. The customer was advised the sets would be replaced.